Event description:
Boston scientific received information that an right atrial (ra) lead implanted with this pacemaker had dislodged one day post implant. A revision procedure was performed to replace the lead. At the procedure, a new ra lead was implanted. All measurements for the ra lead were within normal range however, oversensing and undersensing occured with ra pacing not observed. The physician suspected that the cause of the malfunction was this pacemaker and successfully replaced it with no other clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.